Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Customer had an obstruction between pump and transmitter. Reportedly, the pump and transmitter regained connection. No additional patient information was available.